Event description:
A surgical tech from the user facility reports a crack was noted on the intraocular lens following insertion. Enlargement of the incision and a second paracentesis were required. Follow-up indicates the pt had an excellent outcome following surgery.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area and the optic was cracked in the center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints reported for this lot number. The MFR's internal reference number is: id061583. This report was mailed to the FDA on: 06/09/2006.